Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device did not alarm the nurse when a child de-saturated to 8%. Customer checked the masimo safetynet and found that device was not connected since 12:35. It was also reported a "code blue" occurrence was caused by the event. It is unknown if there was any medical intervention administered to the patient. There was no known impact or consequence to patient.